Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft fractured. The lesion being treated was located in the tortuous, 90% stenosed proximal to mid circumflex (cx) artery. The vessel was pre dilated with a maverick 2.0x15 mm balloon. The physician had advanced the taxus express2 3.50x32 mm drug eluting stent almost to the lesion when the catherer shaft broke. Everything was removed successfully. There were no reported pt complications. The procedure was completed with another taxus express2 3.5x32 mm stent.